Manufacturer narrative:
Date of birth: only the patient's age has been provided therefore a default date of birth has been listed. Initial reporter phone #: two extensions were provided as (B)(4). Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte 24ga x 0.75in experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: this is to communicate the safety report of a non-serious adverse incident that occurred on (B)(6) 2020 with a medical device. When performing the canalization of the patient, the catheter loses the "shirt" which is perforated. The term "liner loss" refers to the fact that during the channeling process with the patient the protective sheath (catheter) is perforated. There was no harm to the patient or the user.

Manufacturer narrative:
Investigation: DHR was performed. This lot was reviewed regarding the tests of ¿damaged component¿, ¿transfixed catheter¿ and were not evidenced records that could lead to claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component", ¿transfixed catheter¿ or anything that could lead to this complaint. According to visual analysis of the sample photos, it can be seen that the catheter was used and there is a slight inclination in the catheter. Was observed not needle through the catheter. According to the client's description ¿the term" loss of liner "refers to the fact that during the canalization process with the patient the protective sheath (catheter) is perforated¿, it can be inferred that the catheter was perforated during use. Based on the results of the investigation to date, a root cause has not been determined for this complaint.

Event description:
It was reported that the insyte 24ga x 0.75in experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: this is to communicate the safety report of a non-serious adverse incident that occurred on (B)(6) 2020 with a medical device. When performing the canalization of the patient, the catheter loses the "shirt" which is perforated. The term "liner loss" refers to the fact that during the channeling process with the patient the protective sheath (catheter) is perforated. There was no harm to the patient or the user.